Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s health care facility reported that the patient had inaccurate cgm values the day the sensor had been inserted. The cgm was reading 400 mg/dl but the bg value was 31 mg/dl. The patient was given insulin by the healthcare professional because of the inaccurate high cgm value, then showed symptoms of hypoglycemia and collapsed. Emergency medical services (ems) was called and took her to the hospital, where she was kept for the day. No information about ems or hospital treatment was provided. At the time of report, the patient was in stable condition. It was indicated that the patient did not calibrate after the inaccuracy or enter finger stick values promptly, which is off-label usage of the device. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. However, the data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.